Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer¿s blood glucose level was 509 mg/dl at the time of incident. Troubleshooting was performed, customer reported the cannula was bent. Customer stated the auto mode feature was active at the time of incident. No further patient complications were reported. The device will not be returned for analysis